Manufacturer narrative:
(B)(4). No product returned to covidien. A similar investigation has been performed in 2936999-2013-00113, (B)(4). Serial number precedes a preventive action taken by the manufacturer.

Event description:
Customer reported that the pulse wasn't properly displayed with segments not lit. Distributor confirmed the failure and replaced the front pcb board. No pt was involved.